Manufacturer narrative:
B3 correction: 09-jun-2021. B5- the reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -10.5 diopter tore during injection into the patient's left (os) eye. This occurred on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with an alternate lens due to lens tear during injection. The problem is resolved. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -10.5 diopter tore during injection into the patient's left (os) eye. This occurred on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with an alternate lens due to lens tear during injection. The problem is resolved.